Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that an unspecified amount of bd insyte¿ autoguard¿ bc shielded IV catheters' needles would not retract when the safety button was pressed. The following information was provided by the initial reporter: "needle did not retract when clinician attempted to press push-button safety. 12sep2023. How many occurrences of defective set(s) affected? Too many to track, our perioperative units have an extremely high daily volume was issue being described noted before, or during used? During use. Was there any patient involvement? Yes. Any adverse events or serious injury reported to patient or healthcare professional? No, but the rick for employee needle stick was high. What was the patient outcome? Multiple sticks. Was there any delay of, or change in, the course of treatment due to this event? No. What procedure was being performed? Peripheral IV insertion. What medication was used in the procedure? Lactate ringers or normal saline."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.